Event description:
Due to elevated blood sugar, the pt looked under the tape and observed that only about 1/16" of the cannula was attached to the site. The pt's mother stated that the md was unable to remove the cannula and would allow it to "work its way out" unless an infection develops.